Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported pieces missing from the top of the reservoir canal. The customer stated that she put tape to hold the reservoir in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip, act, escape and arrow buttons did not respond due to flattened button dome switches. No unlock on the j2 lcd keypad connector noted. The insulin pump had cracked display window and missing reservoir tube o-ring.